Manufacturer narrative:
(B)(4). One expedium si quick-connect polyaxial screwdriver was received by the customer quality unit. Visual examination at the macroscopic level revealed that the fracture occurred at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. A device history record review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the driver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after removal of hardware, dr. (B)(6) attempted to replace a monarch bolt 8.5x15 with an expedium 9x45 (1796-12-945) poly screw. He did not tap as he did not believe it was necessary. During insertion, he encountered great resistance and the inner driver of the inserter broke off in the poly-screw. He then put a rod in the screw and attempted to helicopter the screw out, which failed as the poly head came apart under the stress. It was determined that leaving the remainder of the screw was best and the remainder of the case went off without incident. Attributable cause of the failure was documented by the sales rep as: prior surgery, very hard bone, and revision of a very large screw(an 8.5mm monarch bolt with a 9mm expedium poly screw.) The surgery was prolonged less than 30 minutes. No patient adverse consequence.